Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition. The device history log was reviewed finding that a loss of power had occurred on (B)(6) 2018. New, aa (B)(4) alkaline batteries were attached to the pump and the problem could not be reproduced. The software has been reloaded and the pump would be returned with new batteries. The root cause for the loss of power is unknown. A previous repair stated that the cracked front and rear housings, keypad and so were all replaced. The device was calibrated, and the software was reinstalled.

Event description:
Information was received that a smiths medical cadd legacy 1 pump rebooted when started. There were no known adverse effects to the patient.